Manufacturer narrative:
The mammotome mammotest¿ system is used for minimally invasive breast biopsy procedures. The system uses x-ray guidance for stereotactic localization, allows the physician to accurately place a biopsy needle for the retrieval of tissue samples in the area of concern. The field service engineer confirmed the computer component of the device had a burning smell, however exhibited no signs of burning on the components. The likely cause of the failure was the capacitors on the motherboard. The cpu cooler was found to be working intermittently. Although there was no patient consequence, due to the remote potential of this malfunction to cause or contribute to death or serious injury as a result of a remote potential of device fire, this has been determined to be reportable pursuant to 21 cfr 803.

Event description:
Devicor medical products inc. Received a report from affiliate, (B)(4), stating, during procedure of biopsy and first exposition of x-ray, screen of pc froze and it was not able to make any adjustments of picture. Software tools for adjustments and pictures don´t work. After that is reported that power supply of pc is down and motherboard smells of burning". This has been documented in our complaint system.